Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose (values not provided) and the patient believes the infusion device delivers insulin inaccurately. The patient switched to the backup infusion device and had no further issues. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.